Manufacturer narrative:
The customer contacted the siemens tsc. During troubleshooting with the customer, the tsc specialist discovered that the hcg result of <1 had been flagged as above assay range and required dilution. The dimension vista 500 instrument sent the flagged result to the easylink informatics system, which uploads results to the customer's laboratory information system (lis). A siemens informatics specialist evaluated the easylink informatics system data and determined that the result of <1 was not sent to the lis. The easylink informatics system sent a blank result with an error to the lis, followed by the result obtained after the automatic dilution and repeat test. The dimension vista 500 instrument and the easylink informatics system performed within specifications. The customer reported a negative result for the patient despite receiving an error code from the lis. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer contacted the siemens technical solutions center (tsc) and stated that they had reported a discordant, false negative human chorionic gonadotropin (hcg) result to physician(s) after testing the sample on a dimension vista 500 instrument. The physician(s) questioned the result. After the initial run, the sample had been automatically diluted and repeated by the instrument and resulted higher, which matched the clinical picture of the patient. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative hcg result.